Event description:
A customer contacted physio-control to report that their device illuminated its service led and would not provide defibrillation shock during patient resuscitation. The customer advised that a back up device was available and was used to continue patient care. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Based on the information available, physio-control has determined that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Patient fields in which information is not provided were intentionally left blank. A physio-control field service technician evaluated the customer's device and verified the reported issue. It was observed that the device logged an event code which is related to a failure of the device to deliver energy. After performing the energy calibration procedure, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device illuminated its service led and would not provide defibrillation shock during patient resuscitation. The customer advised that a back up device was available and was used to continue patient care. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
A field service technician informed that the main key assembly has been replaced to resolve the reported issue.

Event description:
A customer contacted physio-control to report that their device illuminated its service led and would not provide defibrillation shock during patient resuscitation. The customer advised that a back up device was available and was used to continue patient care. There were no reports of adverse effects to the patient as a result of the reported issue.